Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system could not shoot 2d or 3d images. The representative reseated the starter cable connections on the board and terminal block. The issue was resolved. The system functions as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to take images when doing calibrations. The site tried to use the foot switch and the hand switch, but neither worked. The system was also noted to be beeping. There was no patient involvement.